Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring was fell off. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not present for troubleshooting of further issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
No damage on the retainer, reservoir tube, and reservoir tube lip noted during physical inspection. Device was received with case cracked behind the device near the battery compartment and cracked battery tube threads. (B)(4).